Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for an unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6a., d6b.

Event description:
Patient reported rupture for left side. Device was explanted.